Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) in regards to a patient who was being treated with baclofen 100 mcg/ml (15.01 mcg/day), hydromorphone 10 mg/ml (1.501 mg/day) and clonidine 100 mcg/ml (15.01 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The patient's pump therapy was not working as well and he was not getting therapeutic relief which prompted a catheter dye study. The event date was noted as (B)(6) 2014 and was approximate. The catheter dye study diagnosed and confirmed a catheter fracture on (B)(6) 2015. The patient did not want the catheter repaired and wanted the pump turned off. The patient's medical history and concomitant medications were unknown. If additional information is received, a follow up report will be sent. Additional information received from the health care provider (hcp) reported they are programming the pump to off today ((B)(6) 2015.) No other details were provided.